Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering and over delivering. The customer also reported that the buttons became stiffer. The customer's blood glucose was 55 mg/dl at the time of incident. The customer's blood glucose was 230 mg/dl at the time of call. The customer stated that they would treat high blood glucose with manual injections. The customer performed displacement test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery accuracy test. No unlocked lcd keypad connector was noted.